Manufacturer narrative:
Product analysis conclusion; the device returned with the external slider in the home position. The taper tip was bent. Radial scratches were present on the taper tip. Multiple kinks and deformation were visible along the length of the graft cover. A 2.75mm gap was present between the graft cover and taper tip which was out of specification = 1mm) due to the deformation to the graft cover. The stent graft was deployed revealing multiple kinks to the spiral tube. The reported ¿deformation (in vivo) can be confirmed through analysis. Ruler ¿ calibration ID (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5;additional information received : it was reported that the device was inspected prior to insertion. It was confirmed that the device being extended was a medtronic device (model enlw1616c124e, sn (B)(6)) it was extended due to common iliac enlargement and type 1b endoleak. A.1 updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii was intended to be implanted during a secondary endovascular procedure. It was reported during the procedure the delivery system was difficult to advance and when it was removed from the patient it noted that the graft cover at base near the taper tip was damaged. Alternatively another endurant limb was implanted.  As per the physician the cause of the event could not be determined. No additional clinical sequelae was provided and the patient is fine.